Event description:
A report was received that the patient¿s clik anchor started to protrude and caused discomfort in her midline incision site when sleeping and sitting. The patient underwent a revision procedure wherein the clik anchor was buried deeper. The patient was reportedly doing well postoperatively.